Manufacturer narrative:
The display was blank due to a broken solder joint on the interface board.

Event description:
It was reported that the customer accidently dropped the insulin pump. Afterward, the display on the insulin pump went blank. The reported blood glucose reading was 137 mg/dl. Nothing further was reported.